Event description:
It was reported that an amia device experienced a low priority alarm (max air exceeded). The patient was connected at the time of the alarm. This occurred during patient infusion for peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that the supply line of the amia cassette disconnected from the solution bag which resulted in a leak. Renal therapy services (rts) assisted the patient with ending therapy. The patient would perform therapy with manual supplies. Proper procedures per the user manual reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the supply line of the amia cassette and the supply bag which resulted in a leak, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.